Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with two 700cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture, right breast pressure and burning, post-procedure. The rupture was diagnosed via physical examination and ultrasound and mammogram. As a result, the patient underwent bilateral breast removal and replacement surgery on (B)(6) 2022. The replacement devices were: (left) 750cc mentor memorygel breast implant catalog: 3505750bc lot: 9615541 sn: (B)(4) and (right) 750cc mentor memorygel breast implant catalog: 3505750bc lot: 9596820 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complication on the left breast has been reported under mrn: 1645337-2021-10730.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pressure and burning sensation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 700cc returned device. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.